Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) earlier than expected. One month prior the estimated battery remaining showed 11 months to eri. Technical services (ts) review of the data from the remote home monitoring system was requested. Ts noted that although the patient is enrolled in the remote home monitoring system, they have never connected to it, thus there is no data to review. Additional data from stored information on the crt-d was requested. To date, no data has been sent in. The crt-d remains in service and no adverse effects were reported.